Event description:
It was reported by service report that the jack could not be pumped up because the cotter pin had fallen out. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Cotter pin.